Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was insufficient forceps elevation angle due to wear of the forceps wire. Additionally, the guidewire elevation angle to the wear of the forceps wire. Also it was noted that the bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire. Upon further inspection, it was observed that the insertion tube and operation part had discoloration. It was also observed that the insertion tube had wrinkles due to external factors. It was observed that the adhesive of the bending section cover had a crack. It was also observed that the forceps plug cap was scraped off due to external factors. Lastly, scratches were observed on the following unit components due to external factors: insertion tube, tip cover, operation part, on the insertion part corrugated tube oredome, switch box, operation unit cover, up and down knob, up-down angle fixing lever, right and left knob, the grip, on the scope connector side of the universal cord, universal cord, scope connector and on the right-left angle fixing knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope had a loose forceps lifting wire. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens was peeling off and there is a gap in the glue or dirt had entered the lens through the gap which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.